Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with an "audible alarm and blinking lights-internal faults" was confirmed and reproduced during product evaluation. This condition was due to the lead screw and lead screw gear being separated. The lead screw was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.

Event description:
The facility representative reported an infusor pump with a condition of "audible alarm and blinking lights-internal faults." Baxter engineering determined this problem to be a lead screw issue. This condition occurred during programming/setup in the surgery care area. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.